Event description:
During use for a cardiopulmonary bypass procedure, the roller pump stopped. Power to the heart lung console was cycled and normal function was restored. The procedure concluded without incident. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not begun.